Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was experiencing palpitations. Device data was reviewed and no anomalies were noted. Boston scientific technical services (ts) discussed current programming and potential change in patient condition. It was noted that another manufacturer¿s right ventricular (rv) lead exhibited a spike in pacing impedance measurements from 400 ¿ 500 ohms to approximately 1,500 ohms. Ts recommended additional evaluation of the other manufacturer¿s rv lead. No adverse patient effects were reported.